Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia and variable lows while using the ilet, associated with inconsistent meal announcements and overcorrection of hypoglycemia; education was provided to announce all meals and to treat lows with 15 grams of carbohydrate and recheck in 15 minutes, and an appointment with an advanced trainer was requested to review settings and rct guidance. Symptoms included hyperglycemia and symptomatic lows. Outcomes included no injury, no hospitalization, and no alerts or alarms. Investigation included complaint intake review and user troubleshooting with education. Investigation of this case revealed no device malfunction or component failure and suggested user-driven factors, including delayed or selective meal announcements and excessive carbohydrate for hypoglycemia treatment, as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was use-related and remains otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.